Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons as a result of the unlocked liquid crystal display connector. Further testing was not performed due to the keypad anomaly.

Event description:
The customer reported being hospitalized due to a congested heart failure. The customer's blood glucose reading at time of call was 299mg/dl. The customer stated that the buttons on the insulin pump are unresponsive, but the time does advance. The customer also mentioned getting an empty reservoir alarm. No further info was provided.